Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they went to bed at about 10:00pm and the dexcom woke him up with an urgent alert. When he woke up, the dexcom was displaying 49 mg/dl and said he was not thinking clear, so he drank a glass of milk and ate some hard candies then he came to. He stated the cgm was still showing 49 mg/dl and he felt low, so he called 911. He checked his finger stick and it was 170 mg/dl and when the paramedics arrived, they checked his blood sugar also and it was in the 200¿s. No further treatment was provided. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.